Event description:
Pt had ICD implanted in 2006. Approx. 1 month later, pt started experiencing spurious shocks from her defibrillator w/ evidence for elevated pacing lead impedance. Pt was taken to electrophysiology lab to undergo a lead interrogation. It was decided lead was defective & decision was made to have it replaced. Replaced on day of event.